Event description:
Following a routine implantable neurostimulator (ins) replacement, the pt had no stimulation sensation; the leads and extensions were not replaced. The pt was admitted to the hospital. Impedance measurements were taken. Readings of >4000 ohms were found on some of the bipolar pairs. The default test values were increased and the impedances checks were re-run. Impedance at 4.0v and 450 pw showed "0/1, 0/2, 0/3 >4000 ohms, 1/2 and 1/3=1395 ohms, and 1/3=54 ohms". Reprogramming was done using the electrode pair that was in normal range. The pt still felt no stimulation at 10.5v. It was noted that the pt had no stimulation prior to implant because the old ins battery was dead. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4)